Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation and withdrawal difficulty occurred as well as a dissection. The taxus express2 5.0x20mm drug eluting stent was positioned at the target lesion. It was not possible to inflate the balloon completely. The physician tried to pull the device back but was unable to deflate the balloon. "It was like a sticky balloon". The balloon was stuck to the stent. The physician used force to pull back on the delivery device. The guide catheter was pulled into the vessel and a dissection occurred. The physician used a 5.0x20mm quantum maverick balloon to post dilate the not fully deployed stent at 20 atm's. The dissection was treated with another taxus stent. No pt complications were reported. Pt status is satisfactory.